Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot/serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that during a normal elective replacement indicator (eri) pump replacement, the suture-less connector piece did not come off in a "very nice fashion". The rep did not have time to answer further questions about the case because she was in the middle of the case. No patient symptoms were reported. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the hcp put a new sutureless connector. The issue had resolved. The explanted catheter was thrown away. No further complications were reported.